Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using implants that were too long. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 9039131, mfd. 04/02/21, exp. 2026-04-02, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7050m-90, lot# 2722701, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2021 where three implants were installed on each side. The patient later reported complaints of left side pain. The surgeon determined that the superior and inferior positioned implants were impinging on the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where he removed the left side superior and inferior positioned implants and replaced them with shorter implants of the same type. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.